Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a lesion in the non-tortuous posterior tibial artery, a 2.5 mm x 200 mm x 150 cm armada 14 balloon dilatation catheter (bdc) was advanced without resistance over an unspecified guide wire and to the lesion. Dilatation was successfully completed. When attempting to retract the guide wire back from the armada 14 to take a final image of the vessel, the guide wire became stuck inside of the armada lumen (the wire could not be retracted or advanced). Both devices were withdrawn from the anatomy as a single unit without difficulty. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.